Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer experienced different blood glucose level 400 mg/dl and 500 mg/dl. The customer states the insulin pump received insulin flow blocked alarm. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, and self tests. It also passed sleep current measurement and active current measurement tests. No unexpected insulin flow blocked alarms were noted. (B)(4).